Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, as this c1 could not be switched on by pressing the power button, hospital staff asked local staff to repair it. He intends to repair this c1. No patient involvement.